Event description:
A female presented to the ed in late in 2007 with hypotension, abdominal pain, low-grade fever, cough and nausea. She was found to have a wbc of 22,000 and was admitted. Further examination determined pt had a gangrenous gallbladder. She underwent surgery and was admitted to the ICU where she continued to be septic and poorly responsive. She developed respiratory failure with chf and pneumonia and was receiving multiple intravenous medications. Pt had a triple lumen catheter placed on three days later, and hospital standard flush protocol was followed for all lines. On twenty days later, pt had a increase in their wbc count from 9.9 to 17.9 and a blood culture was drawn which grew serratia marcesens. Imipenem avelox and gentamicin therapy was initiated. A new central venous catheter was placed in 2008, and a (the next day)blood culture had no growth, but pt remained vent dependent and endocarditis was suspected but could not be verified. Family decided to discontinue ventilator support and pt expired on three days later. Dose or amount: 5ml and 10ml, frequency: ud prn, route: IV. Dates of use: 2007 - 2008. Diagnosis or reason for use: patency of IV line.